Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the multiple stations were in critical override. A technical support specialist (tss) dialed into the server and observed that pharmacy order was down on health site viewer (hsv). The tss attempted to restart services, but no changes. The tss spoke with the customer who mentioned that the issue was related to the epic side. The care fusion coordination engine services were running, with no disc space or high central processing unit usage issues. The tss later confirmed that the active directory messages were visible, and host communication was current. Later, the tss dialed back into the server and confirmed that hsv was no longer showing the error. The customer also confirmed that the issue had been resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple station was on critical override and not updating the patient lists. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es multiple station was on critical override and not updating the patient lists. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.